Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the femoral component at an unknown interface, cement manufacturer is unknown. It was noted that the tibia was well fixed and left in place. Surgeon refused to distal femur replacement due to perforation of stem through canal and distal bone loss.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.